Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an unprogrammed insulin bolus of 10.3 insulin units, resulting in low blood glucose levels. The patient then had a blood glucose reading of 32 mg/dl. She switched off the pump and drank some orange juice. After taking the juice, she felt better and the blood glucose level stabilized.